Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included arterial hypertension. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tendon disorder ("tendinopathy"), neck pain ("neck pain"), asthenia ("chronic asthenia") and dyspareunia ("deep dyspareunia") (seriousness criterion intervention required). On an unknown date, the patient experienced device intolerance ("poorly tolerated"). The patient was treated with surgery (coelioscopy for salpingectomy with bilateral cornuectomy for essure removal.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device intolerance, tendon disorder, neck pain, asthenia and dyspareunia outcome was unknown. The reporter provided no causality assessment for device intolerance with essure. The reporter considered asthenia, dyspareunia, neck pain, pelvic pain and tendon disorder to be related to essure. The reporter commented: sample was not kept by the hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Most recent follow-up information incorporated above includes: on 1-feb-2019: device removal questionnaire received and the following information was provided: patient¿s date of birth, weight and height added; arterial hypertension added as medical history; removal of essure was performed on request of the patient due to chronic pelvic pain, tendinopathy, neck pain, chronic asthenia and deep dyspaneuria. The patient developed several side effects in 2009. Medical device remove was deleted as event. The reporter considered that essure caused or contributed to the occurrence of the events no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("coelioscopy for salpingectomy with bilateral cornuectomy for essure removal") in a (B)(6)female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device intolerance ("poorly tolerated"). The patient was treated with surgery (coelioscopy for salpingectomy with bilateral cornuectomy for essure removal.). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance and medical device removal with essure. The reporter commented: sample was not kept by the hospital. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.